Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 200 ohms. The shock impedance had been in the 30 ohms and then a sudden spike to greater than 200 ohms. Technical services (ts) discussed options for troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.